Event description:
I have reported that on (B)(6) 2022, I received a covid booster shot through an inject safe barrier bandage. The injection was extremely painful, and I am certain the needle punched a piece of the rubber membrane of the bandage into my left upper arm. I screamed. I could not touch my left arm or sleep on my left side for a year. I had horrid headaches and believed that I had two small strokes - I suspect some of the foreign material crossed my brain. I do not have a doctor, but a nurse did confirm that a piece of the rubber had been shoved into my fatty tissue. It has been three years of distress, physical issues, and even now a painful upper left arm. A long story - this aged body is fighting and fighting to be free of the rubber plastic stuff, but it is still inside of me. I am now able to touch and scratch the injection site. My upper left arm is in constant soreness. A small lump is now at the site and now I seem to have developed a tumor of sorts in my left cheek. Too long a story too much stress too much anger as inject safe has never ever responded to any of my emailed and written concerns. This injection happened at walmart pharmacy, (B)(6). Good health before plastic was punched into my arm. A few broken bones in youth - otherwise good health until rubber was punched into my arm.